Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold values were observed on the right ventricular lead during the implant attempt. The lead was not used and another lead was implanted.